Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had stopped flashing notification light immediately and detected software error. Insulin pump had detected power error and internal power source in the insulin pump was unable to charge. Customer was able to successfully clear the alarm and rewind the insulin pump. The insulin pump was not exposed to extreme temperature. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.